Manufacturer narrative:
Evaluation completed. A 25ga vitrectomy cutter was returned wrapped in the original bl5225w pack label from lot v6700. The cutter was not returned with the tip protector in place. The needle was not bent. The port window was in the opened position. There was dried solutions visible in the tubing. The back cap was aligned correctly with the vent holes in the sides of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a (B)(4) system. The cutter did not cut. The inner needle was binding up and blocking the port window, preventing cutting and aspiration. The sterilization and lot history records were reviewed and found to be acceptable. Report 4 of 4 see 1950664-2016-00342, 00343, 00354.

Event description:
The user facility reported the vitrectomy cutters stop working. No patient injury.